Event description:
Additional information was received that the patient was brought into the clinic and non-invasive programmed stimulation (nips) was performed. All were within normal range. It was noted that the patient was being seen at the time the original out of range impedance measurements were observed. It was concluded that the measurement had been taken during that time. There were no adverse effects experienced by the patient. No programming changes and no lead revision planned at this time.

Manufacturer narrative:
(B)(4). Additional information was received stating the latitude red alerts for out of range high shocking impedance measurements were still being generated for this system. The boston scientific representative stated this patient has been under routine follow up since the first red alert. The patient was not brought in for testing and the physician has elected to continue to monitor via latitude. The patient actually received three appropriate shocks and latitude investigation revealed appropriate detection and successful conversion of arrhythmia. This product issue will be updated if additional information is received.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information through a remote monitoring system that detected an out of range high shock impedance measurement on the right ventricular (rv) lead. There was no information immediately available. A request for additional information has been sent.

Manufacturer narrative:
This report will be updated if additional information is received.

Event description:
--